Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged repeatedly, which was attributed to connective tissue abnormalities. The repeat surgery led to a wound infection, and the entire system was later removed. The patient received antibiotic treatment. No further patient complications have been reported as a result of this event.